Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. The telemetery connections were checked and the software application was started manually; however, the device still could not be interrogated. Pacing was confirmed on the surface egrams and the patient was released. The patient returned at a later date, and again the device could not be interogated with two different programmers. Tones were not emitted with magnet application. Technical services discussed that the device's ability to deliver therapy was not guaranteed. The device was therefore explanted.